Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device technical analysis: this device was discarded; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the device was explanted and replaced with a non-boston scientific device. Additionally, the representative was unable to obtain the serial number for the device. The device was discarded by the hospital. There were no patient complications or adverse effects reported.